Event description:
It has been reported to philips that during a neurovascular procedure for a stroke patient, the wired foot switch stopped triggering cine when pressed. The customer reported that they attempted to trouble shoot the foot switch for approximately 10 minutes before they connected a wireless footswitch to complete the case. Philips is reporting this case out of abundance of caution due to the lack of information regarding the patient¿s outcome after the delay in perfusion. An investigation into this complaint has been initiated by philips.